Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), the gripper arms did not lower simultaneously therefore the device was not used. A second cds was advanced to the mitral valve, however it was not possible to grasp both leaflets therefore the clip was not implanted and the cds removed. Two clips were implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na